Event description:
On (B)(6) 2012, the lay user/ patient's health care professional (hcp) contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter read inaccurately compared to another device. The patient's hcp reported unspecified blood glucose results with the subject meter and on the other meter, performed within 30 minutes of each other. The patient's hcp stated that the patient did not experience any symptoms or seek any medical attention because of the reported issue. As the unspecified results are unknown for the expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.